Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37751, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that the recharger would not charge the ins and it took a long time to charge the ins. The patient reported that when the issue first started, it took her 6 hours to charge to 50%. The patient reported that the next day the ins was completely dead again, so she spent more hours charging back up to 50%. The patient reported that the following day the ins was dead again and she had not been able to charge the ins past 25% since then despite sitting down for up to 4 hours in a charging sessions. The patient reported that she had spoken to a manufacturer's representative (rep) about this and the rep told the patient to call and have a new recharger sent to her. No further complications were reported.